Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 4 may 2017. The fse cleaned the detector lens and checked the instrument temperatures. The engineer flushed and cleaned the sample nozzle, then cleaned the bf probe assembly and installed a new probe tip. The engineer noted the bf probe seemed to be a little sticky in the up down motion. The fse replaced the waste pump. The engineer recommended the customer run the shut-down procedure with alcohol every 12 hours to bring the instrument back up, along with daily check before running quality control. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the waste pump

Event description:
On (B)(6) 2017 a customer reported quality control precision issues with ctnl2 since the saturday prior to this call, (B)(6) 2017, with their aia 360 analyzer. The customer stated they also run bhcg and that assay is not showing any issues. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctnl2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.